Event description:
Procedure: stress ui/ pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against teh device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).